Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the would not move up or down during preparation for use involving an olympus duodenovideoscope. There was no patient injury reported.